Event description:
It was reported the patient has been having increased seizures for 4-5 days after battery replacement surgery. The new generator was programmed to their previous settings when implanted. It was noted that prior to the battery replacement, the patient had seizures twice a week. Since the replacement, they are having seizures everyday. The patient (B)(6) device was later interrogated, and error messages of high lead impedance and current not being delivered were seen. Chest x-rays were performed, but there was no indication of a lead break. The generator was disabled. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. F10 health effect - impact code; corrected data; initial MDR inadvertently omitted code.

Event description:
High impedance resolved after pin re-insertion. Device evaluation is not necessary as it will add no value to the investigation. The root cause is known. No other relevant information has been received to date.